Manufacturer narrative:
Concomitant medical product: 50ml fresenius kabi bag, lot number 12ldu14, exp 04/2019, magnesium sulfate. The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log shows that at 10:29 am on (B)(4) 2017 the device was programmed to infuse magnesium sulfate 2gram in 50ml at a rate of 50ml/hr with a vtbi of 50ml. The device alarmed for air in line at 11:29 am and was channeled off. At 12:40 pm, the device alarmed for flo stop open for 8 seconds. The user again programmed magnesium sulfate 2gram in 50ml to infuse at 50ml/hr with a vtbi of 50ml. At 12:45 pm the user channeled the device off. The device was removed from the system at 12:50 pm. There were no alarms prior to the user channeling the device off. The volume recorded as being infused during this period was 53.162ml. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies or leaks observed with the returned primary set. The starting volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that 2 grams magnesium sulfate in 50ml sterile water was programmed to infuse as a primary infusion at 50ml/hr however after 5 minutes the bag was empty. A stat EKG was performed however there was no patient harm.